Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 130 mg/dl. Reportedly, no damage was noted to the infusion set tubing or cannula and customer was unsure of the cause of the occlusion alarm. The infusion set was changed and insulin delivery was resumed to address the event.